Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 1b endoleak of the left common iliac artery and the type ii endoleak (non ¿ device related failure) were confirmed. This is consistent with the reported adverse event/incident. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. However, the follow contributing factors were identified; the proximal left iliac diameter was 11x13.6mm indicating insufficient expansion of the left iliac artery and the thickened calcifications in the left common iliac artery. The final patient status remains unknown. The final patient status was not made available to endologix no additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: g4: awareness date. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx2 bifurcated stent graft and afx vela suprarenal proximal extension. During the initial implant procedure, a type ii endoleak (non-device-related) was observed. The physician elected to not treat the endoleak as he felt it would not lead to aneurysm enlargement. Approximately twelve (12) days post initial procedure, the patient presented with a type ib endoleak and the physician suspected the left leg of the bifurcated stent graft did not fully expand. The physician elected to treat the patient by ballooning the bifurcation of the left leg then implanting a bare (non-endologix) stent covering the leg. The endoleak was confirmed resolved per angiography.